Event description:
Procedure: colectomy. According to the reporter: the device was used for functional end to end anastomosis. When the handle was squeezed, it felt hard to squeeze in the middle of the firing. The device was removed safely and used another device and additional tissue was resected.